Event description:
It was reported that when loading a pt onto a cot, one end of the cot dropped. Allegedly, an emt sustained a back strain, and required analgesic injection. The pt did not report any adverse consequences.

Manufacturer narrative:
The customer reported that there was no cot malfunction. The cot could not be examined, because the customer could not determine which cot in their fleet was allegedly involved.